Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this component is competitor product. The initial report should be voided.

Manufacturer narrative:
The complaint number corresponding to this medwatch is cmp(B)(4). Initial dos (B)(6). Concomitant products: unknown m2a unknown cup & unknown m2a stem. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02752 & 0001825034-2017-02753.

Event description:
It was reported by legal counsel that the patient's right hip has been indicated for revision approximately six years post-implantation due to pain and high levels of chromium and cobalt in her blood.